Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a covid-19 infection and peritonitis, which required hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Additionally, limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as having caused or contributed to the patient¿s adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler as before the events.

Event description:
On (B)(6) 2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized for covid-19 and peritonitis. No additional information was provided during intake. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6) 2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6) 2022 it was confirmed the patient was readmitted on (B)(6) 2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6) 2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: b5, h6 health effect - clinical code section, h10 clinical investigation clinical investigation: temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a covid-19 infection, vertigo, weakness, and peritonitis, which required hospitalization. The etiology of the peritonitis, weakness, and vertigo is unknown; therefore, causality cannot firmly be established. Additionally, limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as having caused or contributed to the patient¿s adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 6/sep/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6) 2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6) 2022, it was confirmed the patient was readmitted on (B)(6) 2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6) 2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Event description:
On 6/sep/2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6)2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6)2022 it was confirmed the patient was readmitted on (B)(6)2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6)2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed on the cycler and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and load cell verification test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.